Manufacturer narrative:
This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.00/2.00/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 low vault without rotation was observed. Lens remains implanted. The reporter stated " doc has decided not to make changes to od and monitor. Va and eye pressure is good." If additional information is received a supplemental medwatch report will be submitted.